Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to hospital for lead revision due to high capture thresholds. The physician attempted to reposition but was unsuccessful and explanted and replaced. The patient was doing well post procedure. The patient would continue to be monitored.

Manufacturer narrative:
The previously reported date of event (B)(6) 2017 was incorrect. The correct date of event is (B)(6) 2017. The previously reported date of explant (B)(6) 2017 was incorrect. The correct date of explant is (B)(6) 2017.

Manufacturer narrative:
This supplemental report is to correct the initial MDR reported event description: high capture thresholds on the right ventricular lead was submitted on 7/20/2014. High capture thresholds were erroneously submitted as the lead did not exhibit high capture thresholds. The correct event description to supersede the initial event description should be unacceptable thresholds on the right ventricular lead. The initially reported date received by manufacturer 7/10/2017 was incorrect. The correct date received by manufacturer is 7/6/2017. (B)(4).

Event description:
It was reported that the patient presented to hospital for lead revision due to unacceptable thresholds and low r-waves. The physician attempted to reposition but was unsuccessful and explanted and replaced. The patient was doing well post procedure. The patient would continue to be monitored.